Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient suffer from any consequence due to the breakage suture? If yes please explain. No consequences faced by patient. Please confirm how many devices present the issue (breakage suture)? 3 foils of vp2347. Could you please confirm the device's availability? No complaint sample available note: events reported via mw# 2210968-2020-09189, 2210968-2020-09191.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2020 and suture was used. During the time of closure, suture broke off. There were no adverse patient consequences reported.